Manufacturer narrative:
Pending engineering evaluation.

Event description:
Tibial revision of a logic knee, implanted (B)(6) 2014.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Engineering evaluation noted that the revision reported was likely the result of aseptic (non-infected) tibial loosening, which damaged the bond of the implant to the bone.

Event description:
Revision of knee components due to suspected tibial loosening.